Manufacturer narrative:
An imp,tsv,4.1mm,sbm,13 (item # tsv4b13) was misplaced in house. The issue of product misplaced in house is currently being investigated through CAPA 05347. Since product is not available for investigation, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). Pre-existing conditions were noted on the per and include the patient's reported type iii low-density bone. The reported device was located on tooth # 9 and was in place for about 1 month. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (1220720). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1220720) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone fracture) or device (tsv4b13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable without x-rays to review. A definitive root cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age at time of event, date of birth and weight not provided and are unknown.

Event description:
It was reported that the patient suffered bone fracture and the implant was removed at site 9.